Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that his seat is cracked right in the middle of the unit. Unit is pinching.